Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient's pain stimulator was not working properly for her. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.